Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon removing the navistar thermocool catheter from the packaging for an atrial flutter right (r-afl) procedure, it was noticed that the polyurethane outer coating of the catheter was crumbling off. The catheter was replaced and the case resumed.